Event description:
Spontaneous inbound call from patient to report that last night her pump started to beep, so she used the same cassette in her backup pump and it continued to beep as well. She then mixed a new cassette and this resolved the issue. Patient did not have the faulty cassette lot number at the time of call. Patient was able to continue infusion successfully after changing to a new cassette. No harm or injury occurred. Remodulin is considered a life sustaining medication. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.